Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Concomitant products: unknown vanguard tibial size 67mm catalog#: unknown, lot#: unknown unknown deep dish rotating platform bearing thickness 10mm catalog#: unknown, lot#: unknown. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced light knee pain due to over-sized femoral part approximately 1 year post primary surgery. No revision to date. Attempts have been made and additional information on the reported event is unavailable.